Manufacturer narrative:
This follow-up MDR was created to document the updated conclusion codes.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, 28414 made end user bleed. Sought medical attention - dr. Told end user it was probably the stiffness of the catheter along with improper use. Dr. Was not concerned and told end user to use a softer catheter. End user was used to using red rubber and would like a similar catheter - sent self-cath soft to try. On (B)(6) 2017 end user indicated that he wasn't used to the stiffer catheter and inserted it too quickly, causing the bleeding. He has learned to insert more slowly, and has gone back to the red rubber catheters until he receives the self-cath soft to try. Things are going better now, and no future problems are anticipated.